Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and was surgically abandoned. The physician implanted a new lv lead in a different branch. This lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.